Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported by the hcp via email that the patient had severe hypoglycemia while using their t-slim insulin pump, but no exact values were reported. The patient was transported to the ER the morning of the report and was released. Hypoglycemia reversal was not specified. The patient was seen by the reporter (hcp) the same day. The patient reported his sensor data was very off and typically high which then caused his pump to improperly administer more insulin. He was having hypoglycemia that was confirmed with fingerstick. The cgm and bg values were not documented. Attempts to contact the patient for more details about the episode were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.